Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
Correction: f2 per email received from the FDA on (B)(6) 2020, a correction is being submitted for f2 as the initial MDR report inadvertently included the manufacture report no.

Event description:
Na.